Event description:
Information received indicates the ground loss light is flashing at the footboard.

Manufacturer narrative:
The technician found the ground pin missing from the power cord plug. The technician replaced the plug to repair the bed.